Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference number: (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
It was reported that device was missing segments in the display, there is no report of patient involvement, serious injury or death associated with this event.